Event description:
Post implant procedure, the device could not be interrogated. The device was explanted and the patient was stable with no consequences.

Manufacturer narrative:
The device was received from the field, unable to establish communication and battery having reached the eol level. Visual inspection noted the battery was swollen, indicating rapid battery depletion. A new battery was installed to enable further testing. New product code was downloaded without any issues, followed by interrogation and automated functional test with normal results. Inspection of the feed-through pins and x-ray imaging results were also normal. The original battery was sent to the supplier for further evaluation and found to be normal. The reported interrogation anomaly is consistent with low battery condition, which could not be reproduced after replacing the battery. Despite extensive efforts the rapid battery depletion could not be reproduced and the cause of battery depletion could not be determined. The reported event of interrogation anomaly was confirmed.